Event description:
A user facility reported to olympus resection sheath, 24 fr. Ceramic tip broke off. The device was not used in a procedure; therefore, there was no patient or procedure involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue was confirmed. The beak was noted to be loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the cause for the described issue is wear and tear, wrong handling or cracks in the insulation material, which are not visible in most cases. It is very likely that the described issues was caused by the impact of a major mechanical force, e.g. A blow or a fall. Furthermore, based on the nature of the damage, it is assumed that this is a thermo-mechanically induced damage. It is unclear, whether the insulation insert had a previous damage or wear and tear through reprocessing or from the last procedure. Fragments of the ceramic isolation inlet will usually be removed by the surgeon during the procedure. If the fragments are not found, they can be located using x-ray or CT scanning and are subsequently removed. This issue has been addressed from product modification - the distal tip material of the resection sheath was changed (and can be identified with this change by its black color). Chapter 4.1 ¿inspection and testing¿ of the instructions for use (IFU) regard the proper reprocessing of the affected device. Olympus will continue to monitor field performance for this device.